Manufacturer narrative:
D10: 02-010-03-0225 - logic cr femoral cem, left sz 2.5 (B)(6). 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 2.5t (B)(6). 200-02-35 - three peg patella 35mm (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the left side. Subsequently, the patient experienced pain and wear of the polyethylene insert. Surgeon replaced the insert after removal of poly debris imbedded in the tissues. No other reported issues with the surgery. No additional information provided.